Event description:
It was reported that the patient experienced pain progression and new pain unrelated to baseline while using the implantable neurostimulator 97715 intellis adaptivestim pain and lead 977c265 specify surescan MRI 2x8. The device was no longer covering the pain pattern. A multilevel laminectomy and discectomy were performed, followed by full system explant of the neurostimulator and leads. The issue was resolved, and the patient was alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.